Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 200-300 mg/dl range. The customer alleged that the pump or supplies were causing elevated bg; however, specific cause was not provided. Reportedly, customer experienced stomach aches, extreme thirst, headaches, and poor sleep. The customer was instructed to consult with the healthcare provider regarding bg level.